Manufacturer narrative:
H11: the reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050.  The investigation has been performed (scar reference:  trackwise (B)(4)) and identified the causes of the reported particulate matter within the inlet primary packaging inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling.  Therefore, no further complaint investigation is required.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix vented micro-volume inlets had unspecified particle contamination. This occurred during visual inspection while the device was still in the packaging. There was no patient involvement. No additional information is available.